Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. A sample was returned for investigation however, due to the condition of the product as received, investigation could not be completed (including inner illumination, cleaning and slicing the device). Because the sample could not be investigated, the root cause of the reported event could not be determined.

Event description:
A trabeculectomy was performed when the shunt was explanted.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A customer reported that high intraocular pressure was noticed after glaucoma shunt implant. The shunt was explanted. Additional information was provided by a nurse. Unspecified medical treatment was provided to decrease intraocular pressure. The shunt was reported to be blocked. The event was reported to be resolved. Additional information has been requested and received.

Manufacturer narrative:
(B)(4).